Event description:
Pt allegedly had a clot develop around the PICC that was in the right arm. PICC was removed and replaced in left arm.

Manufacturer narrative:
A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR at this time for eval.